Event description:
Patient presented to the ed after a fall. Shortly after arrival she was found to be obtunded with melena concerning for gi bleeding. Her clinical status continued to deteriorate over the following day with persistent multifocal bleeding in the setting of obligatory anticoagulation for her lvad. That evening, she became newly bradycardic and her lvad flow dropped off precipitously. Despite chemical resuscitative efforts, she progressed to agonal breathing followed by asystole with cessation of spontaneous respiration. Per her and her family's wishes, chest compressions and mechanical ventilation were not attempted. Additional data from chart review--patient received a platelet infusion two days earlier for 28k platelet count. The events leading to patient's arrival in hospital and her subsequent symptoms were complicated by patient's physiology and sequelae arising from advanced multiple myeloma and chemotherapy for it--her two recent falls, rising internal normalized ratio (inr) from 1,8 to 5.2 despite conservative inr management, the patient's progressively poor cognition and concern for gi bleeding. At the time of patient's death, no malfunction of the lvad was noted.